Event description:
On (B)(6) 2011 pt reported she has been having issues with the down button on the infusion device for a few months now but chose to ignore it. Pt stated the down button is not responding. Pt reported she noticed the issue a few months ago but worked around the issue. Pt stated the button does pop back up when pressed. Pt is aware her infusion device falls in the recall range. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.